Manufacturer narrative:
Data logs from the case were not sent. Visual inspection of the returned pump revealed the presence of biomaterial on and around the impeller. There was also some biomaterial in the purge gap. No other abnormalities were found. The pump was run and the low pump flow reproduced. Additionally, there was no "impella position in aorta" alarm. In conclusion, it was determined that the cause of the low pump flow was ingested biomaterial. The patient had some blood loss and 2 (two) units of red blood cells (rbcs) was given but the source of the bleed was not from the impella access site.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) old asian female patient had impella 5.5 pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The physician tried multiple times to reinsert the pump, the patient lost some blood, 2 (two) units of red blood cells (rbcs) was given and a second pump was used.